Manufacturer narrative:
Exact date unknown, event occurred approximately a year ago.

Event description:
It was reported that the patients ipg had difficulty communicating with the remote control and was non functional. The patient underwent an ipg replacement procedure.